Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system passed away. The cause of death is unknown. Based on the physician's assessment, the death was determined to be unrelated to the device, and there were no recent procedures identified that could have caused or contributed to the event. No comorbidities related to the patient's death were reported. No further information was obtained.

Manufacturer narrative:
Correction to the MDR in block: e1 correction to the MDR in blocks: e2 and e3. The ipg has. As such, physical analysis has not been conducted in our laboratory. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. A risk review was completed and confirmed that the event of death was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The device was not returned for analysis. A review of the available information determined that the patient death was reported with an unknown cause, and the physician assessed the event as unrelated to the device, with no recent procedures or contributing clinical factors identified. No comorbidities or additional details were available to further evaluate the circumstances of the event. No objective evidence was provided to confirm a device malfunction or to establish a causal relationship between the device and the reported outcome. Given the limited available information and absence of device analysis, a definitive root cause cannot be determined. Therefore, in the absence of device return and analysis the likely root cause could not be established.

Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system passed away. The cause of death is unknown. Based on the physician's assessment, the death was determined to be unrelated to the device, and there were no recent procedures identified that could have caused or contributed to the event. No comorbidities related to the patient's death were reported. No further information was obtained.

Manufacturer narrative:
Correction to the MDR in block: e1.

Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system passed away. The cause of death is unknown. Based on the physicians assessment, the death was determined to be unrelated to the device, and there were no recent procedures identified that could have caused or contributed to the event. No comorbidities related to the patients death were reported. No further information was obtained.